Manufacturer narrative:
(B)(4) (refractive, surprise), (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye (od) on (B)(6)2010. The lens was explanted on (B)(6)2010, due to excessive vaulting and a refractive surprise. Subsequently, the pt experienced elevated iop, narrowing of the angle and shallowing of the anterior chamber. The icl was exchanged for a same model, different diopter lens.